Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information indicated that this right atrial (ra) lead was explanted because of lead noise due to fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with this right atrial (ra) lead was scheduled for a lead revision. There was no additional information about lead measurements or patient effects. As of this time, the lead remains in service. No adverse patient effects reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Additional information indicated that the right atrial (ra) lead was dislodged.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation indicated that electro-cautery damage was noted in the insulation in several places and had tissue on the tip. Furthermore, the lead passed electrical testing.